Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer replaced standard fluids, performed advance clean and replaced sensors. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse checked the integrated multisensor technology (imt) connections, ran diagnostics, leak testing, drain testing, and check 1 testing, all of which passed. The cse ran a diluent check and quality controls, and both resulted as expected. The cause of the discordant na, k and cl results was related to issues with the imt and was resolved by the customer. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on patient samples on a dimension vista 500 instrument. The discordant na results were reported to the physician(s), who questioned them for being elevated. It is unknown if discordant k and cl results were reported. The samples were repeated on an alternate dimension vista instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant na, k and cl results.